Event description:
The healthcare professional reported via the manufacturer representative that the patient had an infection. It was unknown what factors led to the issue and a blood test confirmed the infection. The system was explanted and the issue was resolved at the time of the report. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.